Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low left ventricular (lv) lead impedance. The lv lead vector was changed and the lv lead remains in use. No patient complications have been reported as a result of this event.